Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer will not boot up. It was also reported the fan is noisy. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The device boots up but has a 2 minute interval. It was also noted that the system fan was noisy and the floppy disk drive would not read disks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.